Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the battery and ac led are not lighting up on the device and the device cannot charge the battery. There is no reported patient involvement.